Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The sample was provided for an examination and root cause analysis in our service laboratory in melsungen. The device history was read out and analyzed. During the investigation of the device history no flow deviation, malfunction or other abnormalities could be found. The sample was subjected to a visual and functional examination. During the visual inspection of the perfusor space, the technician seal on the lower housing as well as all cover caps of the screw pillars were available and undamaged. No visible damages could be detected. The functional test was performed. The device passed the self test with a positive result. The syringe, which was insert for functional test, could be successfully identified and selected in the pump menu. It was possible to bring the pump in operation. The delivery accuracy of the pump was checked (rate 5ml/h). The determined value -0,75% was within specification (+-2%) (according to en iso 60601-2-24). The complaint of an underinfusion could not be confirmed. During a flow measurement no flow deviation could be found. .

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". Customer information: perfusor space was used for a catecholamine infusion, but the pump was not in operation when nurse came into the patient room (pump was switched off). All other pumps showed blue blinking. User don´t know, which pump is responsible for the issue.